Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display was frozen on the bolus menu. The customer reportedly pressed on the wake button multiple times, which cleared the frozen screen. There was no reported adverse impact to the customer's blood glucose (bg) level.